Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having difficulty placing the device into a safe mode so that they could get an MRI. With the help of the manufacturer's representative (rep) they were able to get it into safe mode and get an MRI performed. The problem was resolved about a week ago. The patient is getting the MRI removed as it was not effective for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient experienced severe pain on their left side; the caller said that he patient had their hip fused when they were (B)(6) so they were not sure if it is related to fusion or something else but noted that the ins was on the same side as well. The caller stated that the pain was at a 10 when the patient was standing or walking and at first the pain was about 2-3 inches below ins but now the pain was by the groin. The caller confirmed that the patient had not had any falls or trauma. The caller also mentioned that the patient has been taking 'nevrol' for the pain and the patient was going to go to their pain healthcare professional to get a pain shot. The caller also reported that the patient had stopped using the therapy because it was taking too long to recharge; the caller did not have any external equipment with them to perform troubleshooting. The caller said they did not know when the patient stopped charging the ins. No further complications were reported/anticipated.